Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Event description:
Reportedly, on the follow-up performed on (B)(6) 2014, the physician observed voo pacing at 30 min-1 on an episode recorded on (B)(6) 2013 at 10:56. Note that a follow-up was performed on (B)(6) 2013 where tests were executed at the same time of the recording of the episode. Expertise files analysis confirmed that the subject episode was recorded when the sensing tests were executed; which explains the observed pacing mode and rate. Therefore, normal device functioning was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on the follow-up performed on (B)(6) 2014, the physician observed voo pacing at 30min-1 on an episode recorded on (B)(6) 2013, at 10:56. Note that a follow-up was performed on (B)(6) 2013 where tests were executed at the same time of the recording of the episode. Expertise files analysis confirmed that the subject episode was recorded when the sensing tests were executed; which explains the observed pacing mode and rate. Therefore, normal device functioning was confirmed.